Event description:
It was reported there was a catheter connector issue of disconnect and connection difficulty. It was reported there was a partial explant on (B)(6) 2014 and the catheter connector was connected to 1 cm of the spinal segment and 1 cm of the pump segment. It was noted the catheter was being implanted on (B)(6) 2014. It was stated that a different product was used. The pump was used to deliver baclofen. Additional information reported the patient was fine and they were receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (s/n: (B)(4)) found the pin connector collet was prematurely locked in place. The returned catheter did not pass where the collet ended and detached from the distal end easily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.